Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A service history review (shr) was unable to be performed as no serial number was provided.

Event description:
It was reported that the pump displayed a yellow screen with loud alarm. Upon reviewing the error code, it was identified as related to the coin battery, with a recommendation to replace the pwa (printed wiring assembly). Initially advised that the pump might need charging. The reporter mentioned that the pump has never been charged, as they operate on batteries that are replaced for each new patient. There was no patient harm or adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.